Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during mobilization , the patient was undergoing treatment with a prismaflex st150 set. An external blood leak was observed from a prismaflex set, the y-connector spontaneously disconnected at the level of the red tubing resulting in a flow of blood. Treatment was discontinued and the set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified in the companion sample. Per the reporter¿s acknowledgement, they didn't remove the y priming accessory at the end of the priming, and left it connected between the patient catheter and the luer lock of the access. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Based on the provided information, the prismaflex set did not malfunction; however, the event was due to a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.